Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 560 mg/dl and insulin pump did not receive alarm. Customer was using insulin pump within 48 hours of reported event. Customer was not experiencing symptoms related high blood glucose level. Customer declined troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Customer reported that sensor was failed. Sensor received calibration not accepted alert and change senor alert. Device will not be returned for analysis.